Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The pt's blood glucose levels reportedly had been low for the past 2 days. On (B)(6) 2011, the pt woke up with a 185 mg/dl blood glucose (bg) result and then by 9:30 am, the pt's bg was 30 mg/dl. The pt was given juice and candy and by lunchtime his bg was 68 mg/dl. On (B)(6) 2011, the pt woke up with a 77 mg/dl bg result but then it went down to 55 mg/dl when the pt was at school. It is unk if the pt treated the 55 mg/dl. By lunchtime, the pt's bg was 308mg/dl. When the pt's mom reviewed the pump's bolus history, she claimed that 20.45 units of insulin delivered on (B)(6) 2011 and 30.3 unites of insulin delivered on (B)(6) 2011 were not programmed by her or the pt. The pt's mom also claimed that the pt was not attached to the pump when some of the boluses were recorded in the history. Troubleshooting indicated that the keypad is intact and no buttons were sticking. She also claimed that the pump is kept locked and the pt would not touch the pump on his own. This complaint is being reported because the pt allegedly experienced hypoglycemia for the past 2 days and the pump was reportedly delivering bolus insulin on its own. A replacement pump was sent to the pt.